Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2017 and the lead exhibiting the high current was also found to be fractured. The physician was unable to remove the lead due to scar tissue and remains implanted. The physician plans to conduct a scs trial for the patient at a later date.

Event description:
Follow-up information indicated the patient underwent a scs trial on (B)(6) 2017 at which time the physician explanted the drg system. Reportedly, the scs trial was able to provide the patient with effective therapy.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient ((B)(6)) is experiencing ineffective therapy. Stimulation was disabled to the lead implanted at t12 due to a high current. Reprogramming was able to enable stimulation and provide partial therapy. Surgical intervention is slated to be taken at a later date.